Event description:
It was reported that the surgeon could not lock the blade. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The pfna blade was returned and analyzed for conformance to print specifications. No abnormal findings were identified; the device was visually in order and met specifications. Several tests were performed in order to ensure that the locking mechanism is in working order. As a result, no product fault could be found. Therefore, this complaint is invalid from a manufacturing standpoint.